Event description:
Pt had implanted portacath placement. Six months later underwent surgical procedure for removal of the tip of the implanted portacath, which had broken off and was retreived from right atrium.